Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier: sid: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I anti-hbs results on one patient which does not match with previous history. The results provided were: on (B)(6) 2024 sid: (B)(6), initial: 485.47 miu/ml (>or =10 miu/ml consider being protective against hepatitis b viral infection) /previous history last year= around 5.0 miu/ml. The patient did not receive vaccination between last year till now. Additional information provided: hbsag: 0.00 iu/ml; anti-hcv ii=0.16 s/co. There was no reported impact to patient management.

Event description:
The customer observed false reactive alinity I anti-hbs results on one patient which does not match with previous history. The results provided were: on (B)(6) 2024 sid (B)(6) initial=485.47 miu/ml (>or =10 miu/ml consider being protective against hepatitis b viral infection) /previous history last year= around 5.0 miu/ml the patient did not receive vaccination between last year till now. Additional information provided: hbsag=0.00 iu/ml; anti-hcv ii=0.16 s/co there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data and in-house specificity testing for alinity I anti-hbs reagent, lot 60474fz00. The ticket search determined that there is as expected complaint activity for the likely cause lot. Review of tracking and trending for the alinity I anti-hbs assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 60474fz00. Return testing was not completed as returns were not available. Historical performance of the architect tsh reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median population result for the complaint lot 60474fz00 is within established limits, indicating that the lot is performing acceptably in the field. A clinical specificity testing was performed with a retained kit of lot 60474fz00. All specifications were met indicating the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the alinity I anti-hbs reagent, lot 60474fz00.